Event description:
The patient had pain in her left lower abdomen where the pump was located. The patient thought it was scar tissue pain until it started swelling. It started on (B)(6) 2015 and had been growing. On (B)(6) 2015, the patient had inflammation, redness, and it was peeling. The patient had relocated but did have a refill appointment set up for (B)(6) 2015 with her prior physician. When she called her prior hcp (healthcare provider) and updated them, she was given the directive to go to the ER (emergency room). The patient went to the ER at one hospital on wednesday night ((B)(6) 2015). A CT scan was done and confirmed that there was fluid in the abdomen around the pump. The ER could not get a hold of the patient¿s pump managing physician, so they sent the patient home and told her to call her doctor the next day. The patient called the doctor and was told to go to the ER at a different hospital and he would be awaiting the ER phone call to talk with them. The ER doctor told her that the pump managing physician had said that the patient should put a binder on the area to control the swelling and contact a local physician because it was considered an emergency. The patient had relocated and was hours away from her pump managing physician and couldn¿t make the ride with the pain in her abdomen and legs. The patient was also looking for a new pump managing physician to do her pump refill. The low reservoir alarm date was (B)(6) 2015. On (B)(6) 2015, it was reported that the patient saw her prior pump managing physician on (B)(6) 2015 for the pump refill appointment, but the hcp could not access the port. The patient was told that the pump would start alarming on (B)(6) 2015. The hcp told her at that time, that the expected volume reading with the physician programmer was less than they were expecting when they read the pump. The patient was also told that she needed to have surgery right away; the pump needed to come out. The patient went back home after the appointment on (B)(6) 2015. They wanted the patient to have surgery on (B)(6) 2015 and at first told her they would admit her and she would have surgery at 7am. Then due to the patient¿s coumadin she was told that she was going to have surgery at noon instead of seven. The patient told them that she couldn¿t afford a hotel room and didn¿t have the gas money to drive back for the surgery that was setup for (B)(6) 2015 at noon. She did all the pre-op and EKG testing that needed to be done, but her husband didn¿t get his check for the gas money. When she called them and told them that she couldn¿t make the surgery, she was redirected to head to the ER on (B)(6) 2015. The ER was told by her prior pump managing physician that the pump needed to be removed. The ER didn¿t have someone who could remove the pump, so the patient was transferred via ambulance to another hospital. The patient was admitted. The patient saw a neurosurgeon on (B)(6) 2015 who went through all of the patient¿s tests and did blood work. At 1am, they came in and drew some of the fluid out ¿and it was blood that they tested and told patient that it was borderline infection¿. All the neurosurgeons could do was take the hardware out which wasn¿t what the patient wanted because she didn¿t want to be in the pain. The patient was treated for the borderline infection. On (B)(6) 2015, the area was still red and the skin was peeling because of the swelling and it hurt real bad. The patient ¿noticed something grayish there¿ and rang for the nurse who got a neurosurgeon who looked at it and told the patient that it was peeling skin. The patient was released from the hospital on (B)(6) 2015 and she was clear of infection. The patient was told to try desperately to find a doctor who would take her and help her because it could become infected and she would have no choice and the pump would have to be taken out. The patient was having difficulty finding a new pump managing physician. The patient was taking percocet, but the percocet prescription was not refilled on (B)(6) 2015; she had a one week supply from the hospital when she was discharged on (B)(6) 2015 that would be finished on (B)(6) 2015. The patient started hearing the pump alarm on (B)(6) 2015. On (B)(6) 2015 it was reported that the pump was empty and alarming, but the patient had an appointment (B)(6) 2015 with a physician that had agreed to consult with her. The device system was delivering clonidine and dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the alarm was not confirmed through telemetry. The patient met with the pain management hcp on (B)(6) 2015. The patient was not yet receiving therapy.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n371948, implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).